Manufacturer narrative:
An olympus technician is scheduled to evaluate the device onsite. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for use, there was no image when the subject device was connected with 180 model endoscopes. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as additional information regarding the device troubleshooting. Additional information was received noting that an olympus technician replaced the patient board set. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a faulty patient board set. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.